Event description:
It was reported that bd as lvp 20d 2ss cv content did not flow through tubing. The following information was provided by the initial reporter: week of 1.22.24-1.26.24- ICU patient with noted issue with secondary set administration infusion. Medication in secondary set was noted to be still full and when the pump was double checked and the whole setup was watched it was noted that the pump continued to pull from the primary bag. The setup was double checked for set up by two rn¿s with hanger fully extended on primary infusion bag, roller clamp unclamped, and secondary set tubing not kinked. Secondary set changed and infusion completed as programmed and ordered. The medication involved was the anti-seizure medication keppra. Critical patient that was transferred out of the facility and the tubing had been set aside to be saved but in the chaos of transfer was inadvertently discarded. Equipment/supplies involved- bd pump infusion set back check valve ref 2420-0007.bd secondary set (vented/nonvented) m53500-15. Alaris brain and channels not evaluated as this was felt to be a secondary or primary set tubing issue.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of secondary infusion issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.